Manufacturer narrative:
(B)(4). Results: (gi bleed). Conclusion: no conclusion can be drawn (based on the information provided no root cause can be determined).

Event description:
One endeavor sprint otw drug eluting stent was implanted in the mid lad during index procedure. During a staged procedure one week later two endeavor sprint otw drug eluting stents were implanted; one in the proximal rca and one in the mid rca. Anginal equivalent of chest pain that was mild in intensity was reported approximately one month post index procedure. The investigator reports that the chest pain event had no relation to the study device / procedure and had a remote relation to the study drug. Action taken was to discontinue toprol and prescribe imdur 30mg and lisinopril 40 mg daily. A gi bleed was reported to have occurred approximately 2 months post index procedure. Event was moderate in intensity. Patient was hospitalized for spontaneous gastro-intestinal bleeding and underwent an esophagogastroduodenoscopy. Mobic and nsaids were discontinued. Patient is reported to have recovered with treatment. Patient was on aspirin and clopidogrel at the time of the event. The investigator reports that the gi bleed event had no relation to the study device/procedure and had a probable relation to the study drug. Patient was reported to have vertigo of mild intensity approximately 5 months post index procedure. The action taken was to use a carotid doppler and to decrease the lisinopril to 20mg daily. It is reported that the patient is continuing with the treatment. The investigator reports that the vertigo event had no relation to the study device/procedure and had a remote relation to the study drug. (Ref MFR #9612164201100383 and 9612164201100385).